Event description:
A patient was undergoing crrt with a prismaflex m100 set. During the treatment the male luer lock connector of the prismaflex m100 set from effluent line was blocked at the effluent bag. The nurse was unable to disconnect the line and had attempted to use hemostats and broke the male luer connector from the effluent line. Treatment was discontinued and the blood in the extracorporal set was returned to the patient. The patient did not present with any clinical symptoms and no medical intervention was provided.

Manufacturer narrative:
The prismaflex was discarded and not available for inspection. The lot number of the product was not provided and therefore a review of the device history record and the complaint database could not be performed.